Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by using same system without delay. The philips field service engineer (fse) inspected the system on site and confirmed that the c-arm was unable to move. The review of system log files revealed an error in the table longitudinal axis. Upon troubleshooting, the fse determined that the system had contacted the wall because of the room size, which caused unintended table movement. The customer did not allow the system sufficient time to complete a reboot, so the arm became stuck. To resolve the issue, the fse performed second reboot. After which, the system was returned to use in good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.